Event description:
The reporter stated that a spinal surgery procedure was done to remove coral spinal system fusion implants because of non union about two months after implantation. During removal of the devices, some of the coral screw heads became dislodged from the threaded portion of the screws. Integra has requested, in writing, additional clinical and product identity info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.